Event description:
It was reported that a lead warning occurred, there were low impedance measurements, and that the unipolar impedance measurement was higher than the bipolar measurement. The patient is experiencing muscle stimulation with unipolar pacing as low as 2.5 volts and is in atrial fibrillation, so unable to test thresholds. Atrial capture management does not run in the device. Sensing is reported to be ok. The lead is still in use. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.